Manufacturer narrative:
(B)(4). The devices have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a new 250ml IV fluid bag was hung around 0200 for a patient in the nicu, to infuse at a rate of 9 ml/hr. At approximately 0430, the patient's blood glucose was found to be elevated so the infusion was discontinued. Only 116mls were remaining in the IV bag at that time. The elevated blood glucose was treated with insulin and the level returned to normal within 3 hours. No further patient or event information was provided.